Event description:
The customer reported that while the gantry was being rotated from 160 degrees (var scale) to 20 degrees, the belt connecting the gantry rotation motor and the sprocket of the harmonic drive slipped, causing the gantry to rotate under the force of gravity.

Manufacturer narrative:
The investigation revealed that the gantry was not precisely balanced, causing the gantry to rotate down beneath the table. It was further determined that the setscrew on the sprocket was loose, causing the sprocket to move backwards on the shaft and thus causing the drive belt to loosen and eventually fall off. Varian service representative rebalanced the gantry by adding more weight on counterweight. The setscrew was tightened, belt returned, and patient treatment resumed the next day. No injury occurred in this case, but the gantry is quite heavy and, if sufficiently imbalanced and if this malfunction were to recur, could lead to serious injury - possibly to a user or to a patient if the patient table were rotated into the path of the gantry rotation. No additional follow-up to this MDR is expected.